Event description:
It was reported that asymptomatic patient presented in-clinic for device check. Episodes of non-sustained rv oversensing due to possible myopotential oversensing was observed. It was suggested that at the next clinic check to perform deep breathing exercise.